Event description:
It was reported that during surgery, the device produced an uneven graft, cut into fat layers, and was jumping/bouncing during grafting process. Due diligence is in process and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6 and h11. Review of the most recent repair record determined the device was not cutting properly; the control bar was loose, the control bar, spring pin, dowel pins, and adjustment cams were not in the correct position, the lever, spring pin, and poppet assembly were damaged. The lever, reciprocating arm, planetary gear, poppet assembly, bearings, set screw, and spring seal were replaced, and the control bar was adjusted and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery, the device produced an uneven graft, cut into fat layers, and was jumping/bouncing during grafting process. Due diligence is completed and there is no additional information available.